Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a sensor error alert and the sensor readings were not accurate. Customer was very upset and stated that his blood glucose value was high and the insulin pump did not deliver insulin. Blood glucose value was 325 mg/dl and sensor reading 200 mg/dl. Customer stated he will contact his doctor and hung up. Nothing further reported.